Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery. Customer's blood glucose level was 246 mg/dl. Reportedly, the customer successfully loaded a cartridge and will continue to use the pump for insulin therapy.